Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that she was having an unspecified issue with her lancing device (unknown type). The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue occurred at an unspecified time in (B)(6) 2012. The patient reported managing her diabetes with insulin (self adjusting) and stated that she continued her normal diabetes management despite the alleged issue occurring. The patient claimed that 4 months after the alleged issue occurred (unspecified time) she developed symptoms of "weak, tired, and fainted." The patient reported being tested on (B)(6) 2012 with emergency medical services (ems) meter (unknown type), although the result was not specified. The patient informed the cca that she was also administered 70/30 novolog insulin via flex pen by a health care provide on (B)(6) 2012. It is not known if the hospitalization and the reported symptoms are related based on the timeline provided. Incidents leading up to the reported hospitalization and onset of symptoms was not provided by the patient (ie: blood glucose results, diet/exercise changes, medication changes and/or other medical conditions). During troubleshooting the cca was unable to confirm the type of lancing device being used. The cca was also unable to confirm the issue that the patient was having. However, the patient did state that she did not have a broken lancer. The cca advised the patient to use ultrasoft lancets. The alleged issue was not resolved with troubleshooting. Although the exact issue was not specified by the patient this complaint is being reported as an adverse event, because the patient reportedly was hospitalized due to the alleged issue. In addition, the cca was unable to resolve the alleged issue at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.